Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The supplier examined the device and confirmed the reported event. A DHR analysis and product analysis were conducted. For this batch, it there were no deviations or failures. Previous investigations found the breakages/damage are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(4) 2008 via eco# (B)(4). The complaint sample was manufactured after the changes. Based on previous similar events, the root cause is attributed to product wear out. No corrective action taken for the samples manufactured after the design change. Complaints will be monitored via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plastic tip of the glenosphere orientation guide is cracked in two locations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.